Event description:
One cryocyte freezing container broke after storage in vapour phase of liquid nitrogen. A pt received the salvaged stem cell product from the broken cryocte container. As a result, the patient was given additional antibiotic therapy with ceftriaxon 3x2 g/d for 3 days. No further information is available at this time.